Event description:
It was reported that this system exhibited noise and oversensing on the atrial channel which could not be reproduced. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. It was determined that the oversensing was due to the interaction with respiratory related trends and the caller was instructed to program this feature off. A revision procedure was subsequently performed and the associated competitive atrial lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).